Event description:
The tip of the reamer broke into three pieces during open reduction with intramedullary rodding of the patient's right tibia. One piece was recovered. Two could not be removed. Procedure was completed.